Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in drain 5 of 5. The caregiver (cg) stated the drain volume (dv) equaled 771 ml and the fill volume (fv) equaled 1800 ml. The cg stated the home patient's (hp) patient line disconnected from his transfer set in the middle of drain 5 of 5. The cg stated there was liquid all over the bed but was not sure if it was from when the patient line disconnected from the transfer set. The cg stated the hp reconnected to the patient line. The technical service representative (tsr) advised the cg to end the therapy and perform capd to complete therapy and to inform the registered nurse (rn) of tonight's events. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event. On (B)(4) 2012, baxter qs followed up with the home patient (hp). The hp is not sure how the patient line disconnected from his transfer set and does not recall reconnecting. The hp stated he is ok and has continued with therapy.